Event description:
During an in-clinic follow-up, loss of capture (loc) and decreased sensing were observed on the right atrial (ra) lead. An x-ray was performed and the ra lead was found to be dislodged. The physician suspected that the dislodgement was due to the patient's excessive movement post-implant. A revision was performed and the ra lead was repositioned to resolve the event. The patient is stable.